Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges a burning smell, saw smoke, device not working, and the screen appeared scrambled. A device was returned to a third-party service center. During the evaluation of the device, able to confirm the complaint of a burning odor and device not working properly, error codes found on the device, there was an unknown dust contaminant on the ui display bezel, top enclosure, and center enclosure. Pca appeared to have had a thermal event, also corrosion on other areas of the pca, likely due to liquid ingress, burn marks were observed on the ui ribbon cable, likely due to a thermal event on the pca. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.